Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 450 mg/dl which was addressed by administering a manual injection. Reportedly, the customer had short acting insulin but no long acting insulin for alternate insulin therapy and was to contact the healthcare provider. Customer declined further follow up from tandem technical support.